Event description:
Doing a global unite reverse total shoulder (left); stem and epi would not mate. Seems to be a mismatch or machining issue. Another stem and epi were opened and the combination worked as expected. Procedure was completed successfully with a five-minute delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿doing a global unite reverse total shoulder, stem and epi would not mate. Seems to be a mismatch or machining issue¿. The reported global unite std stem sz 10 (lot. 4554806) and photos of the product labels were returned to depuy synthes for evaluation. The depuy synthes team forwarded all the available information to the manufacturing site for further evaluation. Based on the manufacturing investigation, it was confirmed that the tab (assembly feature) width was out of the maximum tolerance limit; this dimensional non-conformance prevents the implant from properly assembling with its corresponding mating part. Additionally, the visual inspection performed under standard magnification revealed that the tab surface exhibited machining marks consistent with the use of a damaged tool during the manufacturing process. This condition could not have been caused by external forces acting on the part. The overall complaint was confirmed as the observed condition of the global unite std stem sz 10 would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [lot, 4554806] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. However, an nr and CAPA have been initiated to address the reported complaint condition. Device history batch- null. Device history review- a manufacturing record evaluation was performed for the finished device [lot, 4554806] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. However, an nr and CAPA have been initiated to address the reported complaint condition. Added: d10 concomitant corrected: d9 ( date device returned to manufacturer), h3.